Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation (because the subject device was not returned. It was noted that the device will not be returned as the issues were resolved. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor was not turning on. The issue was found when preparing the device for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was able to resolve the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.